Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy peritoneal effluent. On an unreported date, the patient was treated with vancomycin (dose, route and frequency not reported) and amikacin (dose, route and frequency not reported).the cause of the peritonitis was a breach in aseptic technique. On an unreported date, the patient and a relative were retrained on aseptic technique. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrent peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital with abdominal pain as a manifestation of peritonitis. The treatment for the peritonitis included clindamycin (300mg every 6 hours, route not reported). The reporter stated that the pd catheter removal and a shift to hemodialysis was suggested due to the recurrence of peritonitis. The patient was discharged from the hospital with orders to continue the clindamycin treatment at home and plan for arteriovenous fistula placement. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.